Event description:
A routine chest x-ray showed that the sv02 lead had broken into two pieces. Part of the lead was left in the pt because it was too difficult to remove.

Manufacturer narrative:
H.3. Evaluation summary: a chest x-ray revealed the lead was broken into two pieces. The damage appeared to be due to subclavian crush. Only part of the lead was returned because it was too difficult to remove. Upon receipt of the lead a visual inspection showed that approx 14" of the lead was returned and no anomalies were noted. However, this was a concomitant device with rv02 s/n submitted in MFR report 2938836-1998-00032. The damage to the implanted leads is a known condition called "clavicular crush." The user manual advises that this type of lead damage may be decreased with leds placed by cephalic vein cutdown or a subclavian puncture site as lateral as possible.